Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran a blood test on the contour next at 9:33am, and received a reading of 196mg/dl. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips and meter was sent to her.